Event description:
My wife received a total knee implant from the manufacturer tjo. Total joint orthopaedics on (B)(6) 2018. The polyethylene portion of the device has an expiration date of 10 years from the date of manufacture. I am aware of no other manufacturers that have a 10 year expiration on their poly. All others have a 5 year expiration due to the degradation of the poly after it has been processed. This is very concerning to known that my wife has a product that does not meet the standards of other producers. Please advise and help me with this concern. Thank you.